Event description:
The reporter stated that the surgeon inserted a cc4204bf plate collamer lens. The lens tore during insertion itno the eye. The incision was enlarged to remove the lens and required a suture to close the reported stated that the technician had loaded the lens and stated that it felt more sticky than usual and ejected the lens out onto their forcepts and than re-loaded the lens and the surgeon noticed the tear once it was in the eye.